Event description:
It was reported that the patient had signs of vessel occlusion with lost pulses and angiographic evidence. Reportedly, the deployment was good; however, some collagen remained outside the skin. Upon trying to hold tension on the suture and "poke" collagen under skin line, the suture broke and the anchor embolized. The physician was able to retrieve much of the collagen. One hour later while preparing for a vascular consult, the patient was assessed. Pulses were palpable and were faintly heard on the doppler. The patient was fine and was placed on a heparin drop. The patient was kept overnight.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the ischemic event could not be conclusively determined. The angio-seal instruction for use (IFU) state should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.